Event description:
During the procedure, the physician used a cook endoscopy esophageal z-stent with dua anti-reflux valve to bridge an esophageal stricture. Dilation of the strictured area did not occur prior to wire guide advancement. Difficulty was experienced advancing the cook endoscopy savary wire guide through the strictured area and subsequently, difficultly was also experienced advancing the stent introduction system over the pre-positioned wire guide. During stent deployment, the stent suddenly released, passing through the stricture, and into the patient's stomach. Retrieval of the stent was unsuccessfully attempted with a snare and forceps. The stent was left in the patient's stomach to complete the procedure for the day. At an unk date, the stent was surgically removed and another stent was successfull placed to bridge the esophagel stricture. The patient did not experience an adverse effect due to this occurrence.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The string is twisted inside the introducer. The introduction system exhibts numerous kinks and flattened areas. The introducer is severely kinked and flattened near the midpoint. The stent was not included in the return. The locking ring hole on the outer sheath of the introducer is stretched. The locking ring was not returned. A wire guide could not be advanced due to severe kinking in the introduction system. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were able to conduct a sample test from this lot because, the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported events of the stent deploying beyond the stricture and into the stomach. Therefore, this incident represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conclusively determine a cause for this reported observation because the condition of the device prohibited a full evaluation. The most like contributors to the reported difficulties is continuing use with the loading string in the twisted position and failure to dilate the stricture prior to advancement. The kinks and flattened areas are likely due to applying pressure to the introducer after resistance is encountered. Information provided with this report indicated the loading string was twisted and difficulty was encountered in loading the stent in the introducer. The instructions for use for this product line instruct the user to ensure the loading string is not twisted around the introducer prior to loading the stent. This step is described in the system preparation section of the instructions and is essential for proper operation of this device. Applying added pressure to the introducer, perhaps in response to resistance can lead to kinks and flattened areas in the introducer. This can result in wire guide advancement difficulties, as reported. The instructions for use for this product line instruct the user to dilate the stricture to a minimum of 10mm and a maximum of 14mm prior to placement of the stent. Additional information provided with this report indicated the stricture was not dilated prior to placing the stent and difficulty was encountered during both wire guide and introducer advancement. Applying excessive pressure in response to resistance due to not dilating, the stricture is the likely contributor to the damage that was observed on the introducer. Our evaluation suggests added pressure was applied to the introducer. Damage to the introducer, as observed, can occur if the device experiences excessive force during use and/or general handling. The instructions for use for this product line advise the user to inspect the device for kinks or bends prior to use. If a discrepancy is noticed, the product should not be used. The instructions for use for this product line instructs the user to endoscopically locate and mark the upper and lower margins of the lesion with a radiopaque marker. The instructions for use cautions that accurate marking of the lesion borders is essential for proper stent placement. The information provided indicated the locking key was removed prior to stent deployment. During our evaluation, the locking key hole in the introducer showed evidence of stretching.this suggests the introducer received excessive pressure, perhaps in an attempt to deploy the stent, with the locking key in place. The instructions for use advise the user to remove the locking key prior to stent placement. The instructions for use for this product line instructs the user to slowly deploy the first cage of the stent by holding the inner catheter in place while slowly withdrawing the outer sheath. The instructions for use cautions the user the failure to deploy the stent slowly may cause improper positioning. Because the introduction system showed evidence of added pressure, it is possible that adding extra pressure when deployment difficulties were encountered contributed to rapid stent deployment. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this incident represents an isolated occurrence and this incident may be use and/or procedure related. Customer quality assurance will continue to monitor for complaintl trends.